Event description:
It was reported that during a follow-up, lead impedances fluctuated from 350 ohms to 850 ohms and the atrial threshold had doubled. Noise was noted, but markers did not reflect it. X-ray showed no abnormalities. The patient had 1st degree heart block with a rate in the 40's and a history of neurocardiogenic syncope. The physician will program the device to vvi mode.